Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 475 mg/dl. The customer's other blood glucose was 600 mg/dl,255 mg/dl. The customer did experienced the symptoms such as vomiting. Troubleshooting was done for high blood glucose and under delivery. The customer was wearing the insulin pump during the hospitalization. Reservoir was also leaked. Based on customer report customer did allege insulin pump was under delivering. The insulin pump will not be and reservoir will be returned for analysis.